Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded. Microscopic and tactile inspection revealed kinks in the hypotube at 22cm and 50cm from the strain relief. Microscopic examination found a longitudinal tear in the balloon material, 9mm in length. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities or defects on the tip and proximal weld of the device. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.